Event description:
During a laparoscopic hemicolectomy the surgeon used the device to divide one of the lateral attachments adjacent to the bowel. The surgeon reported that the blade cut the bowel during use of the instrument. A small bowel perforation was immediately closed with sutures. No additional incisions or further modification to the surgical procedure were required. The pt had an uneventful recovery and was discharged from the hosp per schedule.

Manufacturer narrative:
Eval summary: the device was tested for performance and passed spec requirements. Visual inspection did not show damage. Conclusion: no problem found - device functions as intended. Warnings in the instructions for use (IFU) state the following: do not actuate cutting blade unless transection is desired. This instrument contains a surgically sharp edge. This device cuts! In addition, the IFU states: ensure that the jaws are only in contact with the tissue to be coagulated.